Event description:
Caller reported experiencing concern with infusion set cannulas from this box/lot number. Caller alleges smelling insulin, and self-adhesive and clothing are wet. Caller reported sometimes patient experienced elevated blood glucose level of approximately 300 mg/dl. No further information available. No physiological effects were reported. The caller did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result the three used return head sets was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the needle of one head set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Two headsets were visually inspected and tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.